Event description:
It was reported that there was an image noise exhibited on the flex deflectable videoscope. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6), an independent administrative institution for workers' health and safety. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, device evaluation found the image disappeared (no image) when angled, malfunction in the imaging section noted. The insertion tube was found cracked and damaged. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage of parts due to wear/ deterioration/ degradation/ some kind of physical stress, thermal problems like overheating, environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No new additional information received from the customer.